Event description:
(2/2, reference (B)(4) for related complaints) (documenting cassette 2) per medwatch mw5108240: patient has had 2 cassettes in the last 3 days that have caused the no disposable clamp tubing alarm with the same lot number, no further details provided.